Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that five days after implant something was not working and their body rejected the implantable pulse generator (ipg) device. The patient required their lungs to be drained twice. Follow up was conducted with the clinic, but it did not yield any additional information about the case. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.